Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event.